Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a critical pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform functional tests, including the rewind, seating, basic occlusion, occlusion, force sensor, displacement or self tests due to the critical pump error. The pump was received with a cracked case on the back at the battery tube area. The pump had minor scratches on the lcd window, case and keypad overlay.